Manufacturer narrative:
Additional information was received on 07-dec-2011 in the form of qa (quality assurance) investigation results. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if corrective action is required. Manufacturer's comment: the patient's medical history provides an alternative explanation for the reported event.

Event description:
Excruciating left leg pain radiates from his groin to his foot [torn meniscus], [pain in extremity]. Scars on right lower leg [torn meniscus], [scar]. Case description: spontaneous report was received on (B)(6) 2011 from a (B)(6) old male patient, initials (B)(6) with osteoarthritis and torn meniscus. The patient's medical history was significant for a blood clot in the left leg. On an unspecified date in (B)(6) 2011, the patient initiated treatment with synvisc (hylan g-f 20) at 2 ml. The lot number of synvisc was not provided. In the last two months ((B)(6) 2011), the patient had been experiencing excruciating left leg pain that radiated from his groin to his foot. In addition, on an unspecified date in 2011, the patient experienced scars on his right lower leg from his dogs scratching his leg at night. Treatments administered in response to the events included cortisone (cortisone acetate) and mobic (meloxicam). The action taken with synvisc was not provided. The outcome for the event of excruciating left leg pain was not yet recovered and the outcome for scars on right lower leg was not provided. Concomitant medications were not provided. The intensity for both the events was not provided.